Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. When the cse arrived, the lamp energy for 340 nm wavelength was low (3.5 volts). The specification is to replace the lamp when the lamp voltage is below 4 volts for any wavelength. A review of maintenance data showed that the lamp energy two days prior to the event occurrence was around 5 volts. The cse replaced the lamp and allowed the new lamp to stabilize. The lamp energy was then measured at 7-8 volts for all wavelengths. The cse ran cellblank, which passed. The cse also performed precision testing, which was acceptable. A siemens headquarters support center specialist reviewed the event information and concluded that the cause of the discordant, falsely low ecre_2 result on one patient sample was due to a shift in the lamp energy voltage as it directly impacts the response curves of wavelengths used to measure the colorimetric assay results. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low enzymatic creatinine (ecre_2) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ecre_2 result.